Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Sample 1 was collected from the symptomatic patient on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). The sample was retested on the same day using bd veritor resulting in flu a positive (reported to physician). A new sample was obtained from the patient and tested using bd veritor also on the same day, resulting in flu a negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Sample 1 was collected from the symptomatic patient on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). The sample was retested on the same day using bd veritor resulting in flu a positive (reported to physician). A new sample was obtained from the patient and tested using bd veritor also on the same day, resulting in flu a negative (reported to physician). Review of the data provided by the customer noted late cycle threshold value for the sample processing control and weak endpoint fluorescence, suggesting possible pcr inhibition, but not at the level to cause an invalid result. The likely root cause is interfering substances. There is no evidence of product malfunction and no report of patient harm. As per section 3 of the xpert xpress sars-cov-2/flu/rsv eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information. " note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.